Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent endovascular treatment for an infectious thoracic aortic aneurysm using non-gore stent grafts (valiant). The patient tolerated the procedure well. On (B)(6) 2026, a type iiib endoleak was suspected in the previously implanted stent grafts. Reintervention was performed, and the gore® tag® conformable thoracic stent graft with active control system (tgm343410j) was implanted as an inner lining. On (B)(6) 2026, a two debranching bypass procedure was performed. A chimney graft was placed in the brachiocephalic artery, and a ctag (tgmr403415j) was deployed distal to the origin of the brachiocephalic artery. On (B)(6) 2026, the patient developed hemoptysis, and an emergency reintervention was performed. Angiography demonstrated a proximal type I endoleak; however, the access vessels were in poor condition, and sheath advancement was deemed difficult. Therefore, balloon dilatation was performed at the proximal end of the device, and disappearance of the endoleak was confirmed. The patient tolerated the procedure.